Manufacturer narrative:
Manufacturing evaluation: analysis and results: there are no previous complaints of this code batch. There are no units in our stock. We have received 1 sample with outer pouch open (first pack is closed). The open sample received has the first pack sealed to second pack (the aluminium pouch is stuck to the plastic film) in the 4th sealing. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on product: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the novosyn violet suture. Pre-operatively, it was noted that the inner foil seemed to be welded with the outer foil. It was not used for surgery. Additional information was not provided.